Event description:
On (B)(6) 2011 pt's wife reported he was not able to bolus with the up button on the infusion device. Verified the button not functioning is the button farthest from the insulin cartridge. Wife stated the pt has not been able to bolus on the infusion device for 2 weeks. Wife reported the up button does pop back out after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and returned for eval. The infusion device was evaluated, and the up/down button does not operate. The printed circuit of the up/down flex connection is interrupted.